Event description:
It was reported that the pt developed post op pain and a laparoscopy was performed and shwoed non-infectious peritonitis that was though to be an unspecific foreign body reaction. The pt recovered.